Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 600+ mg/dl. The customer reported that they treated high blood glucose level with the bolus. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had multiple no delivery alarms during bolus as well. The customer reported that the insulin did not exit at fixed priming. The customer was advised to run manual prime with empty pump until piston reached end of travel and the insulin pump alarmed with no reservoir. The customer was advised to remain disconnected from the insulin pump had try to push insulin from the tubing and it did not exit and there was greater than normal resistance with plunger push. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing and insulin exited the tubing. The customer reported that the insulin exited at manual prime. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.